Event description:
It was reported that a monitor fell off of a cart and injured a nurse.

Event description:
It was reported that a monitor fell off of a cart and injured a nurse.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported failure mode could not be confirmed since the unit was not returned for investigation. A possible cause for the monitor coming off the mounting arm could be that the tension screw to the account's mounting arm was not tightened. This may have led to the monitor dislodging from the arm when being adjusted. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.